Event description:
It was reported that later in the day following implant, there was no capture, noted as most likely secondary to dislodgement. During a lead revision attempt, the lead began to capture appropriately again, and it was noted that the lead had dislodged "only for a small movement". The helix was retracted, but upon the attempt to refix the lead it did not screw well into the ventricular muscle. It was then thought that the lead itself was malfunctioning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.